Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a spinal product that was used in c5/6 corpectomy with c4-7 spinal fusion for cervical stenosis. Levels implanted was c5/6. It was reported that the entire front face of the end cap broke off while the surgeon was lightly malleting the construct event though the construct was properly assembled, the end caps both clicked into the center strut and the center strut was securely threaded onto a strut inserter. There were no broken fragments left inside the patient and no further complications or symptoms were reported.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.